Event description:
It was reported that the user experienced hypoglycemia events, including a documented low of 53 mg/dl after breakfast with subsequent repeated lows the same day, in the context of the user treating impending lows before pump alerts and frequent ¿less than¿ meal announcements; the device did not alert for one event and did alert for the first low, and the user self-corrected highs with the device¿s correction algorithm. Investigation included troubleshooting and user education, including guidance to treat lows with up to 15 grams of fast-acting carbohydrates and to wait 15 minutes before repeating, instruction to avoid preemptive treatment before alerts, and a recommendation for factory reset and retraining on meal announcements. Further investigation of this case revealed user behavior contributing to maladaptation of the automated system. Symptoms included fatigue after the first low. Outcomes included resolution of low glucose following oral carbohydrate treatment with food and glucose tablets, without outside assistance or medical intervention. It was concluded that, based on previously established findings for similar reports, hypoglycemia occurred with cause unclear and that education and planned factory reset were appropriate to mitigate recurrence. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.